Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, this complaint has been confirmed. The returned tip was returned with a torn and damaged heat shrink. Because the condition of the returned tip, an insulation and functional test could not be conducted on the returned tip. The heat shrink is damaged from the distal end to the tip. This indicates that an insulation failure did not occur at the heat shrink to back hub joint or the back hub to o-ring joint. The damages observed line up very close to the hinge point of the jaws, with possible tool marks around the failure point. This may mean, it was possible that the device came in contact with another instrument that then compromised the insulation or position of the heat shrink, then causing the hinge points of the jaws to come in contact with the heat shrink, causing the insulation to be compromised. This complaint is confirmed. Unable to determine the root cause. A possible root cause may be due to the device contacting with another instrument.

Event description:
During a laparoscopic hernia surgical procedure. The dr., was pulling hernia mesh into the abdomen for a lap hernia case, and noticed the heat shrink on fenestrated disposable tip had come off inside of patient, and was on the mesh. No serious injury to the patient.